Manufacturer narrative:
The device was evaluated and it was found the cannula and shaft were bent out of specification. The out of specification bend is the result of customer maintenance issue and is what caused the device to jam during use. The instrument would not have shipped in this condition. No follow up treatment was needed and the patient was reported as doing well.

Event description:
After the suturing of an iol, the surgeon attempted to observe the placement of the lens by grabbing the iris with microholding forceps. The forceps jammed and would not open. A portion of the iris had to be cut to remove the forceps.